Event description:
It was reported that the atrial lead was experiencing poor sensing values due to dislodgment. It was noted that patient had a habit of manipulating the pocket. The lead was explanted and replaced. A small area of insulation damage was noted at the distal end of the lead post explant.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis was normal, no anomaly was found.